Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation determined that this case is a duplicate. Therefore, for evaluation results and manufactures' narrative, please refer to report with mfg report number: 8010042-2021-00951.

Event description:
Manufacturer's ref. #: (B)(4).